Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. The pump was received with moisture damage on the motor, battery tube, vibrato, and keypad assembly. They were unable to perform all functional tests due to the blank display. The pump was received with a cracked case at the display window corner, cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 371 mg/dl. Customer reported getting a low battery and changing the battery earlier today. Customer went to bolus but the insulin pump was off. Customer stated that the pump has not been dropped or bumped. Customer stated that the pump was not exposed to moisture. After troubleshooting, customer stated that the display did not return. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.